Manufacturer narrative:
The initial MDR 1217157-2014-00113 was filed with FDA on august 13, 2014. Additional information: customer indicated that they have not been pressing the start button before dipping the strip into the urine. Customer indicated that they have corrected their technique and were ran quality control (qc) and qc has been within range. Customer also indicated that they also performed the recommended maintenance on the instrument (cleaning the calibration bar). Customer indicated that they have not had any further issues at this time. Customer stated that instrument is performing well at this time.

Event description:
Customer has received false negative leukocytes (leu) and nitrites (nit) 2-3 times since receiving their instrument in (B)(4) 2014. There was no report of injury due to this event.

Manufacturer narrative:
Customer was given instructions on how to clean the calibration bar of the instrument and to run quality controls. Cause of the discrepant results are unknown.